Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and heart failure appear to be a cascading effect of the reported slda. Mr and heart failure are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclip xtw's were successfully implanted. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, the patient returned symptomatic with heart failure symptoms for a transthoracic echocardiogram (tte), it was identified that the first mitraclip xtw had a single leaflet detachment (slda). The mr returned to 4+.